Manufacturer narrative:
Additional information was requested but was not available.

Event description:
It was reported that the right ventricular (rv) lead dislodged during attempted implant. During repositioning, the helix of the rv lead failed to extend. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.